Event description:
It was reported that a trainer attempted to update and sync an ilet system, but the update and sync buttons in the mobile app remained disabled despite device restarts, app reinstall, and app reset, leading to the device being deemed unavailable and a replacement being shipped overnight. Symptoms included no adverse clinical effects. Outcomes included device replacement and instructions for return of the original device, with notice that historical data would not transfer and that the patient should continue dexcom use until setup of the replacement. Investigation included troubleshooting via software reinstallation, device reboot, and account pairing attempts. Investigation of this case revealed a device malfunction during the update process that resulted in system freeze and persistent error messaging, consistent with a hardware or firmware fault affecting the user interface and system restart functions. It was concluded that the cause was an update-related device malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.